Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the images/cine review and the information provided, the cause for the reported unintended movement associated with clip opened during efaa and clip opened while locked could not be determined. Improper or incorrect procedure or method was associated with the user rotating the cds handle roughly to 90 degrees below the valve. The user error led to the clip becoming entrapped in the anatomy resulting in difficult clip deployment, physical resistance/sticking with the lock line and gripper line and subsequent migration of the clip. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed on the leaflets. While testing the lock line the clip opened to approximately 120 degrees. Troubleshooting was preformed unsuccessfully and the clip continued to open to 90-120 degrees. While attempting to retract the mitraclip into the left atrium (la), the clip became caught on the leaflets. Troubleshooting was attempted to remove the clip, but was unsuccessful. While attempting to deploy the clip there was resistance felt while attempting to remove the lock and gripper lines, troubleshooting was preformed successfully through manual access of the gripper line. The clip was deployed on both leaflets, upon which the clip rotated 90 degrees. The clip remained on both leaflets, an additional mitraclip xtw was then implanted successfully to stabilize the first clip and further reduce the mr and the procedure was discontinued. The final mr was grade <1. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed on the leaflets. While testing the lock line the clip opened to approximately 120 degrees. Troubleshooting was preformed unsuccessfully and the clip continued to open to 90-120 degrees. While attempting to retract the mitraclip into the left atrium (la), the clip became caught on the leaflets. Troubleshooting was attempted to remove the clip, but was unsuccessful. While attempting to deploy the clip there was resistance felt while attempting to remove the lock and gripper lines, troubleshooting was preformed successfully through manual access of the gripper line. The clip was deployed on both leaflets, upon which the clip rotated 90 degrees. The clip remained on both leaflets, an additional mitraclip xtw was then implanted successfully to stabilize the first clip and further reduce the mr and the procedure was discontinued. The final mr was grade <1. There were no adverse patient sequela or clinically significant delays reported.